Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the hypotube cracked in half. The lesion being treated was located in a severely calcified and tortuous circumflex (cx). The physician was attempting to cross the lesion with a taxus express2 8.8% 2.75 x 12 mm drug eluting stent and was using force. The shaft kinked and when removed from the body it broke in half. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as good.